Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received continuous occlusion alarms. The customer experienced blood glucose (bg) levels between 200-400mg/dl and trace to small levels of ketones. Correction boluses were delivered to address the bg levels. The customer would change their infusion set site or all the pump supplies in order to resolve the occlusion alarms. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.